Event description:
It was reported by service report that the power coil cord at the foot end was ripped. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: power coil cord.